Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was reportedly high. Customer changed the cartridge, infusion set tubing/site. The customer reverted to manual insulin injects for management of blood glucose level. Customer indicated that site would be changed again.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.